Event description:
It was reported that the pt had a "gradual decrease in pain control" until "a few days ago" it became unbearable. The pt had an x-ray done on (B)(6) 2011, where it was reported the catheter appeared to be in the intrathecal space and attached. The physician and pt elected to perform a catheter revision on (B)(6) 2011. During this procedure, several dye studies were performed, which were determined to be negative. The pump segment was detached from the pump and plugged at the site where the proximal segment connects to the pump segment. The physician then used a tb syringe to inject preservative free normal saline into the pump connector site on the proximal catheter. The proximal segment appeared to be patent, free from leaks. The implanting physician then decided to replace the spinal segment of catheter along with the connectors to the proximal segment. The pt was hospitalized following surgery for pain control. The pt was then brought to surgery on (B)(6) 2011 to replace the pump and catheter as decreased pain control was still an issue. The existing pump and catheter were removed, per pt's request and physician recommendation, although there was no clear evidence of any leak, kink, puncture or tear. The new catheter was placed at t6 whereas the old catheter was placed at t10. On (B)(6) 2011, pt appeared to be having better pain control. The physician stated that there was a small amount of csf leak, however the catheter seemed to be working properly. The physician has no further concerns. The drugs delivered were dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.